Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon experienced reduced control over the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the reporter could not provide the full batch number of the synchroseal. The instrument was inspected prior to use and nothing out of the ordinary was noticed. The synchroseal had unintuitive motion since the movement did not match the surgeon's console input. The issue was resolved by replacing the instrument with a maryland bipolar forceps. No images were available for review.